Event description:
The account generated a low hemoglobin result on a patient specimen when processing on the cell dyn sapphire analyzer. The account noticed all the parameters were depressed and reran the specimen. The initial hemoglobin = 8.68 g/dl, but upon subsequent rerun generated a hemoglobin = 13.7 g/dl. A new specimen was obtained which generated a hemoglobin = 14.3 g/dl. All results were generated on the cell dyn sapphire. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.